Manufacturer narrative:
No product was returned for inspection. An x-ray image shows an unknown implant, and a radiopaque portion that is noted to be the base threads of the reported screw. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It is reported that an abutment screw (iunihg) fractured in patient's mouth during the month of (B)(6). The bottom portion of it still stuck in the implant. Customer is currently speaking with technical support regarding removal techniques.